Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The hcp office notified the rep that the patient was having their spinal cord stimulator (scs) leads and battery explanted due to an infection in the battery pocket. The patient denies falls. The patient was on antibiotics post implant in april. The cause of the infection is unknown. The explanted components were discarded. The patient will be scheduled for re-implant in the future. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.